Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced an infection, and the pump was fixed to the skin as the scrotal tissue around the pump was thinning. A surgical procedure was performed during which the device was explanted and washed out in all areas with antibiotics. The physician then implanted a tactra device as a space saver in the corporal chambers. There were no device issues and no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100849648. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection, adhesions, and capsular contracture acknowledged within the IFU and is not related to off label use or failure to follow instructions. The reported patient symptoms are a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.